Event description:
Cardiac cath using cook radial artery introducer with hydrophilic coating in right radial artery. Patient returned 9 days later with pain, ecchymosis at access site. Vascular study showed focal occlusion of the radial artery at the access site; patient started on plavix. Levaquin started 4 days later. Patient returned the next day with increased pain, redness, edema, frank pus at access site. Three days later, decreased redness, no pus, decreased tenderness.